Manufacturer narrative:
The insulin pump was returned for pump error 25, detailed trace analysis confirmed low battery alarms and alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed the root cause is the non-sleep anomaly software error. Also, pump error 63 was confirmed in the insulin pump history due to cold solder joint at the keypad assembly. However, the insulin pump was received with operating currents within specifications and passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No radio frequency communication anomalies noted. The insulin pump was able to down load to carelink successfully. The insulin pump had minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received pump error alarm and off no power alarm. The customer reported that they performed self test and the insulin pump failed multiple times. The customer's blood glucose was 6.1 mmol/l at the time of incident. The customer stated that they changed that battery and the insulin pump passed self test. The insulin pump will be returned for analysis.